Event description:
Customer reports sodium result is discordant when compared to another system. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant sodium (na+) results is unknown.